Manufacturer narrative:
The okidata b4600 printer complies with the requirements of the council directives 89/336/eec (electromagnetic compatability) and 73/23 eec (low voltage directive) as amended where applicable on the approximation of the laws of the member states relating to electromagnetic compatability and low voltage. Note: (B)(4). Service was not dispatched for this event, the printer was replaced. Root cause is unk, but could potentially have been electrostatic discharge, there have been no other reports of smoke or shock involving the okidata b4600 printer connected to the coulter ac-t diff 2 analyzer. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported a potential hazard with the okidata b4600 printer attached to the coulter ac-t diff 2 analyzer. The printer was not operational and the operator smelled smoke. The operator opened the printer and received a shock while disconnecting the power to the printer. The operator did not seek medical attention and the fire dept was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.